Event description:
The company was informed that the patient's device was explanted for a technology upgrade. The patient was reimplanted with another advanced bionics cochlear implant. The patient is reportedly doing well.